Event description:
User reported in social media two false negative results, tested two days apart. Positive on subsequent non-specified test. Symptomatic. This report 2 of 2.

Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of initial report, and will be provided upon completion. Relates to 3014862188-2022-00301 (B)(6).

Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Section b2 on outcomes of adverse events was inadvertently checked in initial report